Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached "in the 300's" (mg/dl) while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (abdomen); upon removal, the cannula was found bent as well. Ketones were also tested and the results were negative. As treatment, a manual injection was delivered and a new pod was applied.